Manufacturer narrative:
Concomitant medical products: product ID: a810, product type: software. The pump was implanted in 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug via an implantable pump. The indication for use was not provided. It was reported via a request for technical assistance that on (B)(6) 2020 the patient had an interrogation session and then the next day on (B)(6) 2020 the patient reported underdose symptoms. The pump was then interrogated again on (B)(6) 2020 with the tablet a810 software and the service code 112 was seen (meaning ¿pump memory error. Infusion settings are invalid. Re-enter infusion settings.¿). Technical services recommended to reprogram the pump and double check that the pump was updated. No further complications were reported or anticipated. Additional information was received. The patient was receiving baclofen (1,500.0 mcg/ml at 233.6 mcg/day). It was stated reprogramming resolved the issue.